Manufacturer narrative:
The insulin pump was received analysis revealed found intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump was received with cracked case at the display window corner, reservoir tube lip, battery tube thread, belt clip slot, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm on the insulin pump. The blood glucose reading was 78 mg/dl. Nothing further was reported.